Manufacturer narrative:
The reported device, intended for use in treatment, was received for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device's buttons failed to function, no live image, was produced when manually selected from the control unit. Further investigation revealed the image sensor has failed. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a failed image sensor. A review of the device history record showed there were no indications to suggest the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during inspection, the 4k camera head was not displaying the arthroscopic image. No patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.